Manufacturer narrative:
Bleeding/hemorrhage is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
When the laser delivery probe was inserted and the first scan was taken, the attending realized the patient had some hemorrhaging at the tumor site. The attending then placed the probe in trajectory 2 (of 3) and took another scan. The probe was in the bleeding again and noted to be in the area of the bleed, so this trajectory was also unusable. The ablation was aborted and the case was converted to an open craniotomy. No laser energy was applied - the procedure was aborted prior to beginning ablation. A biopsy was obtained prior to the ablation, but the attending was unsure of the cause for the bleed.